Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included only the anchor. The anchor was inspected and found to have been partially bent. No other issues were identified. The complaint was confirmed for a vessel occlusion. However, the exact root cause was unable to be determined. The likely cause was determined to have been anchor deformation due to excess tamping or calcium/plaque interference. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a renal angiomyolipoma (aml) embolization via femoral access. At end of procedure, the procedural sheath was removed and the angio-seal sheath and arteriotomy locator were introduced. The angio-seal device was implanted without issue with hemostasis confirmed prior to end of procedure. The physician was contacted by recovery nursing as they noted some limited flow into lower extremity of the leg. The patient was taken to surgery and vascular surgery operated and removed anchor that appeared to be bent and impeding into artery. The artery was on the smaller size; however, they did not indicate exact artery diameter, and it was determined that shape of anchor inside artery was disrupting flow. The patient was in stable condition and recovering post operation. The initial procedure was successful. The estimated blood loss was less than 250cc. Additional information was received on 27jul2023: the patient had a prior femoral access and had a previous surgery (tummy tuck). No pre-deployment angiogram was performed as they tried to use a perclose, however, it failed and at that point and they had no hemostasis, so they switched to an angio-seal device. The surgeon indicated that there was no dissection or disease in the area when he removed the anchor. Flow limitation was noted almost immediately after angio-seal deployment. The physician used ultrasound to observe anchor and noted that it appeared to be well opposed to vessel wall. The patient was sent for computed tomography (CT) which did note narrowing and obstruction in area of the puncture.